Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger partially engaged. One staple was observed to be jammed up above the over staples, and two staples were jammed at the front of the cover block. The bottom component was also observed to be improperly welded. There were signs of biological material on the device. The stapler was received with 13 staples left in the cartridge, indicating the customer fired at least 22 staples. Functional testing could not be performed on this complaint sample due to the incorrectly welded bottom component and jammed staples at the front of the cover block. When attempting to fire the stapler, no staples formed or moved forward in the cover block due to a staple being jammed at the front. The reported complaint of "misfire/jamminmg - staples not firing" was confirmed based upon the sample received. Visual inspection revealed one staple pushed up above the other staples and staples were jammed at the front of the cover block preventing any staples from firing. The bottom component was also observed to be incorrectly welded, resulting in it being misaligned. Functional testing could not be performed, as the jammed staple was pr eventing any staples from firing. It could not be conclusively determined when the product was manufactured because a confirmed lot number was not provided by the customer. Several actions, including supplier notification and quality alert, were taken to address this issue as part of a non-conformance, which was closed on 09-dec-2024. It is important for a lot number to be provided to be able to complete DHR review for the sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "it was found that the staplers are not firing during use on patient. No further information could be confirmed from customer."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was found that the staplers are not firing during use on patient. No further information could be confirmed from customer."